Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated his wife called 911 because he was acting delirious. When the paramedics arrived, they performed a finger stick and the bg meter was reading 38 mg/dl, compared to the cgm that was displaying 81 mg/dl. The paramedics administered the patient with dextrose and fluids via intravenous (IV) therapy. The patient recovered and did not have to go to the hospital. At the time of contact, the patient was feeling fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It was reported that the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days. No additional event or patient information is available.